Event description:
Prior to initiation of chemotherapy infusion, rn flushed pt's port-a-cath with normal saline. Pt complained of sensation in left neck that fluid could be felt. Treatment infused per md order. Pt complained of same symptoms while flushing line after treatment. A xray done 6/4/97 demonstrated extravasation from the catheter. On 6/9/97 the pt was taken to the or for removal of disrupted port-a-cath. Remaining treatments to be given via peripheral vein.